Event description:
The customer reported that the device had error code 133.6090. No patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error code 133.6090. Technical support: speaker: 1. Informed customer this most likely due to the main speaker. 2. Recommended removing the sio assembly and swapping with a known good. 3. If error does not clear, recommended sending in for repair due to a bad logic board. 4. Provided part numbers for main speaker and sio board. A serial number was not provided therefore a review of the device history record cannot be performed. Based on troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the device had error code 133.6090. No patient involvement.